Event description:
It was reported that a revision surgery was performed due to knee instability.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documentation provided, the root cause of the reported unstable right knee cannot be concluded; however, currently unable to rule out the patient¿s reported peripheral neuropathy/potentially weakened supporting soft tissues and/or micro-motion of the tibial component as possible contributing factors to the reported event. The patient impact beyond the reported unstable knee, revision to competitor components, and an expected brief post-operative rehabilitation phase cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documentation provided, the root cause of the reported unstable right knee cannot be concluded; however, currently unable to rule out the patient¿s reported peripheral neuropathy, potentially weakened supporting soft tissues, questionable cement application/adherence and/or micro-motion of the tibial component as possible contributing factors to the reported event. The patient impact beyond the reported unstable knee, revision to competitor components, and an expected brief post-operative rehabilitation phase could not be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.